Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had tracheostomy tube leaked. It required several revisions due to persistent leakage without apparent cause, desaturations with changes in the patient's position.